Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they are getting electrical shocks down their right leg. The patient stated they have been getting shocked for the last 2 and a half to 3 days. The patient said at first they thought it was just them getting electrocuted, but now they think it is coming from the bladder stimulator because they have no pain on their left side where the spinal cord stimulator is implanted. The patient confirmed they have not had a fall or trauma before this event. The agent asked the patient if they had tried turning off the therapy to see if the electrical shocks would subside, but the patient said they could not get it to turn off because the patient was getting a "communicator not found" error message. The patient was using the micro my therapy app and could not find "interstim x my therapy in their handset. The patient said that they have 2 communicators and 1 handset. The patient is claiming that they were not given another handset when their interstim x was implanted and were only provided with another communicator. The agent reviewed that the patient will be unable to connect to the ins without the handset that has interstimx my therapy installed. The patient was redirected to their healthcare provider to further address the issue. The agent sent an email to the rep to notify them of the situation. The patient called back because their stimulator is still giving them a shock and getting stronger and more often. The patient said that they can feel the shock from their spine down to their right leg. The patient repeated that they do not have interstim x mytherapy on their handset. The patient said that they spoke with their rep, and they were told by their rep that they have to contact medtronic to send them a replacement handset overnight. The agent sent a request for expedited replacement.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the removal of the patient's spinal cord stimulator did not resolve the "shocking" so the patient attributed the shocking to be due to their bladder stimulator instead. The patient's bladder stimulator was removed on (B)(6) 2025. When asked if the cause of the issue had been determined, the hcp noted they did not see anything in the chart regarding a response [from the patient] after the bladder stimulator was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the steps that were/will be taken to resolve this issue as being "device will be removed on (B)(6) 2025."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.